Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the tube under filled during use with a bd kit urin cup plc 16x100 10.0 ua yel. The following information was provided by the initial reporter: it was reported that the tube was not filling.